Manufacturer narrative:
Manufacturer's investigation conclusion: extrinsic outflow graft obstruction (eogo) was unable to be confirmed through this evaluation as the patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no images were available for evaluation. A specific cause for the report of eogo could not be conclusively determined through this evaluation, and a direct correlation between heartmate 3 lvas, serial number (B)(6), and the report of dizziness could not be conclusively established. Review of the submitted log files found that the system appeared to be operating as intended at the set speed, and there were no notable alarms captured. Although the reported low flow alarms were unable to be confirmed through the submitted log files, it was reported that the low flow resolved with removal of biodebris beneath the outflow graft bend relief. The patient remains ongoing on mlp-012549 with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 also provides an explanation of all pump parameters, including pump flow and power. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow alarm, as well as the appropriate actions associated with them. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 5 of the IFU also warns that extrinsic outflow graft obstruction (eogo) is the abnormal accumulation of biodebris between the outflow graft and the outflow bend relief or a non-heartmate component such as a gore-tex/ptfe conduit or wrap added during implant. Eogo can occur to the degree that the blood flow through the graft is obstructed and manifest as persistent low flow unexplained by other causes. It may be confirmed by appropriate imaging, such as computed tomography (CT) angiography. In the event that surgical intervention is used to correct an eogo under the outflow bend relief, the outflow bend relief should either be reattached or suitably repaired to prevent subsequent kinking of the outflow graft. The heartmate 3 lvas patient handbook, rev. A, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient returned to the operating room and addressed the suspected eogo. The outflow graft bend relief was exposed through a subcostal incision. The biodebris was suctioned from underneath the bend relief and was cut back by the surgeon. Removal of the biodebris resolved the low flow alarms. The patient did not undergo pump exchange. The patient would remain in rehabilitation with plans to outpatient transfer.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information received stated that the device operated as expected. It was said that the patient would undergo a pump exchange on (B)(6) 2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced low flow alarms and the team was evaluating patient for suspected outflow graft obstruction (thrombus vs eogo). Imagining was in process. No alarms were noted upon initial interrogation after arrival to the hospital on (B)(6) 2025. Log files were submitted for review and there were no unusual events recorded in the log file event history. The pump parameters were operating in ranges expected for a set speed of 5400 rpm.

Event description:
It was later reported that the patient experienced symptoms of dizziness and computed tomography angiography (cta) was performed on (B)(6) 2025. Cta revealed evidence of partially occlusive thrombus in the proximal outflow cannula, which was partially occlusive (max 60 -70%, proximally). The mid/ distal outflow graft and anastomosis to the ascending aorta were also widely patent. The outflow graft also appeared well-positioned with no kinking. It was said that patient was placed on heparin therapy and would undergo a pump exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.